Manufacturer narrative:
H.6. Investigation summary: customer returned (700) 3/10cc, 8mm, 30g syringes in sealed poly bags with the shelf cartons from lot # 7345580. Customer states that the top of the stopper ring is crooked or further or less far up (it seems to be more or less moved up on the one side), they cannot adjust the dosage, and the cat has unstable blood sugar value. Thirty out of 700 returned syringes were examined and no defects were observed on the stopper. These samples were tested and the plunger rods were able to be exercised in the barrel without any observed defects. These samples were also tested with the plug gauge and all placements of the scale markings fell within specifications. A review of the device history record was completed for batch # 7345580 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. There were two (2) notifications (B)(4) noted for missing zero line. There were three (3) notifications (B)(4) noted for missing print. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that bd micro-fine¿ insulin syringe needle had a damaged stopper and exhibited volumetric inaccuracy. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ insulin syringe needle had a damaged stopper and exhibited volumetric inaccuracy. No serious injury or medical intervention was reported.